Manufacturer narrative:
(B)(4). The device was returned to baxter and an eval was performed. The eval confirmed and reproduced the symptom door not fully latched alarms, and found that the force required to secure the door was above expected levels. The device was recalibrated to correct this condition.

Event description:
During baxter's eval of a spectrum infusion pump, it was found that the device alarmed door not fully latched. There was no pt involvement.